Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas after delaying meal announcements and considering a factory reset due to uncertainty about usual meal sizing and concerns about pump adaptation. Symptoms included low glucose values, with the pump indicating 41 mg/dl and a confirmatory fingerstick of 45 mg/dl, without preceding hyperglycemia. Outcomes included self-treatment with oral glucose and return to target range, with no emergency treatment or hospitalization. Investigation included troubleshooting and education by support staff and scheduling additional training to address frequent small meals, timely meal announcements, and correct meal size selection. Investigation of this case revealed user-related factors, including delayed meal announcements, frequent eating every two hours, and uncertainty about meal bucket selection impacting automated dosing. It was concluded that the event was consistent with hypoglycemia related to use error and patient-specific management patterns, and the user was advised to defer a factory reset pending additional training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.